Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was attempted due to placement difficulties and helix extension issues. An increased surgical time at the intervention was necessary to resolve the issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to placement difficulties and helix extension issues. An increased surgical time at the intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the procedure was prolonged. Correction of the b2 field. This is not a life threatening event. Product investigation was completed. This lead was subjected to and passed the continuity, hi-pot and x-ray tests. A stylet insertion test was also passed. The stylet passed through with slight resistance felt due to the necked down inner coil near the terminal pin. This is indicative of helix extension/retraction difficulty. Lead was determined to have met specifications.